Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
At the end of an atrial fibrillation procedure, a cardiac tamponade occurred. During the final roof line ablation, the catheter appeared outside of the geometry near the front of the right superior pulmonary vein and the impedance increased. Several minutes later, the patient became hypotensive and a cardiac tamponade was observed via transesophageal echocardiography. A pericardiocentesis was performed but the puncture occurred in the right ventricle. A thoracotomy was performed to repair the right ventricle and to stabilize the patient. There were no performance issues with any abbott device.